Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported that during routine preventative maintenance testing at the user facility, channel a did not sound an audible alarm tone during an alarm condition while on low volume setting. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.